Manufacturer narrative:
Results of investigation - the actual device was not returned. The device history records (DHR) of the xpress-way with lot number kp062177 was reviewed. No nonconformity or abnormality relevant to the possible occurrence of the reported event was found. The device met its material, assembly and product specifications. Probable cause - it was reported that the xpress-way easily passed through the stents, but upon pullback, the distal end of the device would not come through the distal end of the previously placed stent. As also reported, we speculate that while the device was further manipulated back and forth to retrieve out of the patient, the distal tip of the device was completely stuck with the distal edge or the struts of the stent.

Event description:
Two resolute stents were deployed in the lad prior to the xpress-way (thrombus aspiration catheter) insertion. After sent deployment the patient experienced clotting in the diagonal and then lad. When the xpress-way was inserted it easily passed through the stents but upon pullback the distal end of the device would not come through the distal end of the previously placed stent. The device could be manipulated back and forth but the distal tip at the marker band would not come back through the distal edge of the stent. The patient was transported to st. Joseph's hospital with stents and the xpress-way secured in place for ohs where the device and stents were removed. Patient has been discharged alive and is doing well. The device surgically retrieved from the patient were not returned from (B)(6).